Event description:
During an in-clinic follow-up, noise resulting in oversensing and pacing inhibition were detected on the right ventricular (rv) lead in pacemaker dependent patient. Rv lead abrasion was suspected, although not confirmed. Provocative testing was performed, and the noise was not reproducible. No intervention has been performed at this time. The patient was stable, asymptomatic and will continue to be monitored.